Manufacturer narrative:
Corrected data: become aware date and codes add. Manufacture narrative: philips has investigated this complaint. A philips service engineer inspected the system on site and replaced the wireless footswitch and the wireless footswitch base station. The engineer also connected the wired footswitch and informed the user to use the wired footswitch in case of problems with the wireless footswitch. Philips analyzed the replaced wireless footswitch and base station and confirmed a connectivity issue. Due to a firmware bug the wireless footswitch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). The patient demographics have not been provided to philips.

Event description:
It has been reported to philips that during an acute st-segment elevation myocardial infarction procedure the wireless footswitch stopped working. The procedure could not be continued on the allura system and the patient had to be transferred to another room. Before moving the patient, the coronary wire had to be removed without imaging. According to the customer the restoration of blood flow was delayed by approximately 30 to 50 minutes and the patient required a stent treatment of a longer coronary segment. Philips has started an investigation of the complaint.